Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head electrical contacts were not connecting to processor or showing an image. The issue was found during inspection for use. There were no reports of patient harm.